Event description:
Dexcom g7 censored have failed consistently. I have had 7 fail over the last year, 3 right off the box and 4 within a few days. Pt code: 4582. Device codes: 2284, 2588. Ref reports: mw5177586, # mw5177587, #mw5177589, #mw5177590, #mw5177591, #mw5177592.